Event description:
Customer updated time, personal profile, or biq/ciq settings, including sleep schedules, for their device. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted with updating the pump time and advised the customer to monitor and report any further discrepancies, which the customer understood and acknowledged.